Event description:
Event determined reportable based on analysis completed on 01/23/2007. It was reported, that during a ptca procedure, the maverick2 monorail balloon failed to inflate. The balloon was being used to predilate a lesion located in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "safe."

Manufacturer narrative:
Device evaluation: device analysis revealed that a longitudinal tear was present in the balloon material. The tear was located over the proximal markerband and extended distally for a total length of 1 cm. Microscopic examination of the balloon material and of the markerbands could not identify any issues that could have contributed to the tear. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no additional complaints has been received for this batch. The root cause of the complaint incident could not be identified.